Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause/resolution and initial reporter contact details. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the patient implanted with this cardiac resynchronization therapy pacemaker (crt-p) system presented to the hospital due to symptoms consistent with phrenic nerve stimulation (pns) described as small shocks and hiccup type sensations in the chest. A local field representative was paged for further evaluation. The following day, right atrial (ra) lead loss of capture (loc) was noted. Sinus arrest was suspected due to no sensing of p-waves with ra sensitivity at 0.15 mv. Additionally, there was intermittent left ventricular (lv) lead loc with a lv threshold measurement of 3.5 v @ 2.0 ms. Lv output was 3.5 v @ 2.0 ms, and all other vectors showed threshold measurements greater than 5 v. Ultimately, the physician chose to program the crt-p to vvir 60 beats per minute (bpm) and right ventricular (rv) only. This ra lead remains in service. No additional adverse patient effects were reported. Additional information received reported that sinus arrest was confirmed via underlying sensing testing and threshold testing. The patient was discharged on hospice, and later expired due to an unrelated patient condition (septic arthritis).

Event description:
It was reported that the patient implanted with this cardiac resynchronization therapy pacemaker (crt-p) system presented to the hospital due to symptoms consistent with phrenic nerve stimulation (pns) described as small shocks and hiccup type sensations in the chest. A local field representative was paged for further evaluation. The following day, right atrial (ra) lead loss of capture (loc) was noted. Sinus arrest was suspected due to no sensing of p-waves with ra sensitivity at 0.15 mv. Additionally, there was intermittent left ventricular (lv) lead loc with a lv threshold measurement of 3.5 v @ 2.0 ms. Lv output was 3.5 v @ 2.0 ms, and all other vectors showed threshold measurements greater than 5 v. Ultimately, the physician chose to program the crt-p to vvir 60 beats per minute (bpm) and right ventricular (rv) only. This ra lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause/resolution and initial reporter contact details. At this time, no further information is available. Should additional information become available this report will be updated.